Event description:
Caller reported aviva system blood glucose results, all mg/dl: 27 @ 10:48 pm 45 @ 10:51 pm 228 @ 11:00 pm 67 @ 11:01 pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.